Event description:
According to the information provided by the involved surgeon, a patient received a cartiva implant in an mtp on (B)(6) 2018. The patient reported continued pain and swelling. The implant was removed and replaced with another cartiva device on (B)(6) 2018.